Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient_s hearing performance with the device became suddenly worse in (B)(6) 2018. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient_s hearing performance with the device became suddenly worse in early (B)(6) 2018. There was no accident or trauma reported. The implant site appeared healthy with no swelling or redness present. The recipient was re-implanted.